Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported the tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery. The 5.5x150 mm supera stent system was deployed without issue. After deployment, when removing the system; the tip broke off in the anatomy. A snare device was used to retrieve the tip. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information provided.